Event description:
Procedure type: colorectal. According to the reporter: during a procedure for rectal prolapse, the anvil did not adapt to the clamp during instrument removal and remained in the patient colon. The physician had to make a colotomy to remove the anvil without any trauma. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of more than 500cc. The surgical time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)